Event description:
Procedure: inguinal hernia repair. According to the reporter: the 5 mm flexible scope was inserted into the subject trocar. Shortly after the scope was inserted, air leaked from the port. The surgeon peered into the insertion opening found the upper seal was turned up. Since air leak would not stop, new trocar was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).